Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at the post-implant check, atrial threshold readings were high. An attempted repositioning was performed but the lead could not be secured for placement. The lead was explanted and replaced.